Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-53 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received 20 shocks due to right ventricular (rv) lead t-wave oversensing (twos). The rv lead sensitiviity was adjusted and the device was reprogrammed to 200 bpm (30/40) and the post-sensing ventricular blanking was increased by 20 ms. The rv lead remains in use. No further patient complications have been reported as a result of this event.